Manufacturer narrative:
Preliminary analysis of the returned pacemaker revealed proper device functioning.

Event description:
Reportedly, during a pacemaker replacement procedure, despite several attempts and without having previously screwed the screw of the channel, it was impossible to insert the ventricular lead to the end of the ventricular port. Nevertheless, the physician decided to screw the introduced ventricular lead. After closing the pocket, the physician interrogated the subject pacemaker with a programmer and high ventricular lead impedance and threshold values were observed. The physician therefore re-intervened to replace the subject pacemaker. Another pacemaker was implanted and the associated ventricular lead entered the ventricular port without any issues.

Manufacturer narrative:
Please refer to the attached analysis report. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, during a pacemaker replacement procedure, despite several attempts and without having previously screwed the screw of the channel, it was impossible to insert the ventricular lead to the end of the ventricular port. Nevertheless, the physician decided to screw the introduced ventricular lead. After closing the pocket, the physician interrogated the subject pacemaker with a programmer and high ventricular lead impedance and threshold values were observed. The physician therefore re-intervened to replace the subject pacemaker. Another pacemaker was implanted and the associated ventricular lead entered the ventricular port without any issues.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement procedure, despite several attempts and without having previously screwed the screw of the channel, it was impossible to insert the ventricular lead to the end of the ventricular port. Nevertheless, the physician decided to screw the introduced ventricular lead. After closing the pocket, the physician interrogated the subject pacemaker with a programmer and high ventricular lead impedance and threshold values were observed. The physician therefore re-intervened to replace the subject pacemaker. Another pacemaker was implanted and the associated ventricular lead entered the ventricular port without any issues.